Event description:
It was reported that the trailing haptic was noted to be completely broken after the intraocular lens (iol) was injected into patient's left eye. The lens was fully inserted and removed during the same procedure after cutting the lens into two pieces. There was a delay of 15 minutes and medication was prescribed. No other surgical interventions were reported. Vision pre-operative: 6/124, vision post-operative: 6/15 1st day post operation. The patient has fully recovered. No other information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as lens was inserted and removed in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was inserted and removed in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
New information received revealed that the medication prescribed was the usual medication after cataract surgery and no additional medication was prescribed. Correction: section h6: health effect - impact code: 4644 - medication required submitted in the initial submission no longer applies to this report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.